Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that there was a crack on the battery compartment. They did not know how the damage occurred. The insulin pump would not work at all because they could not close the battery cap anymore. The customer¿s blood glucose level was 200 mg/dl. The device will not be returned for analysis.